Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
The device was returned to the manufacturer post-mortem, analyzed, and tested out of specification. Additional information obtained indicated the cause of death was not related to the out of specification finding.